Event description:
At a trade show, it was brought to ams attention, that a ¿bladder perforation occurred during greenlight laser procedure¿. The incident was approximately two years ago. The surgeon was notified and reported the patient recovered without further intervention. The indwelling urinary catheter was left in longer than usual-about 1 week. The patient was seen by the surgeon post op and suffered no residual effects. Reportedly, the surgeon didn't report the incident to ams at the time. No further information was available.